Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed multiple 'downstream occlusion!' Messages. The log cannot distinguish between true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor and downstream tubing guide will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pounds per square inch (psi). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.